Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to either excessive force used during suture passing or the device coming in contact with another device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/16/2024, it was reported by an arthrex subsidiary employee via email that an ar-1588rt acl tightrope rt suture broke passing it through the tibia. Everything was removed from inside the patient. This was discovered during an alc procedure on (B)(6) 2024. Additional information received on 4/23/2024: the case was completed using another ar-1588rt acl tightrope rt. The case was delayed fifteen minutes and additional anesthesia was administered for the extra time. The patient suffered no negative effects on or after the procedure.